Event description:
During a cryoablation procedure, the left superior and left inferior pulmonary veins were successfully isolated with two, four minute freezes each prior to moving to the right superior pulmonary vein (rspv). During the 2nd freeze on the rspv, there was a drop in the patient's blood pressure. Using fluoroscopy, physicians diagnosed a perforation of the rspv. The patient was rushed to the cvor for a sternotomy to surgically repair the anatomy. The anatomy was repaired and the patient recovered. As per the surgeon, all three devices (cryoablation catheter, mapping catheter and sheath) had perforated through the rspv. The physicians did not suspect that any product issues caused the complication.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.